Manufacturer narrative:
(B)(4). The recipient reportedly experienced limited performance. The recipient elected for revision surgery for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The explanted device was reportedly discarded and will not be returned to the company for analysis. A review of the device history record revealed no rework. This is the final report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.